Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 18-nov-2020 to ensure the replacement products resolved the initial concern; able to establish contact with customer, and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose results. The expected fasting blood glucose test result range is 102-126mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification (living room). During the call a back to back blood test was performed by the customer and produced test results of 148 and 144mg/dl non- fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 12/17/2021 and open vial date is 10-12 days ago. The meter memory was reviewed for previous test result history: result 1: 192 mg/dl; date: (B)(6) 2020; time: 10:13am; fasting ; result 2: 180 mg/dl; date:(B)(6) 2020; time: 12:26am; fasting; result 3: 187 mg/dl; date:(B)(6) 2020; time: 12:12am; fasting; result 4: 183 mg/dl; date:(B)(6) 2020; time: 12:10am; fasting; result 5: 102 mg/dl; date: (B)(6) 2020; time: 10:13am; fasting; result 6: 119 mg/dl; date: (B)(6) 2020; time: 9:24am; fasting.

Manufacturer narrative:
Sections with additional information as of 7-jan-2021: d10 - h3: product available for evaluation. H10: meter and test strips were returned for evaluation. Product testing was performed, and no defect found. Retention testing was performed (B)(6) 2020) using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.